Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver called about an ilet pump with an unresponsive sleep/wake button while the user was traveling, and troubleshooting guidance on restarting the device was provided with no impact to blood glucose reported. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and completion of troubleshooting and education, with replacement supplies shipped. Investigation included customer coaching and device-use troubleshooting. Investigation of this case revealed a nonfunctional user interface control specific to the sleep/wake button without evidence of therapy interruption or blood glucose impact. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device component malfunction not reproduced during remote troubleshooting.